Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
On (B)(6) 2016 a call was received from the daughter of a patient self tester with regard to the withdrawal of the inratio system. The caller then stated that the patient self tester had been hospitalized for about a month due to hemorrhaging and believes the readings on the monitor contributed to the event. No further information was provided about the hospitalization. Multiple attempts have been made to contact the physician's office without any success. Upon request, the distributor provided the following inratio results: (B)(6) 2016: inratio=1.7, (B)(6) 2016: inratio=2.8, (B)(6) 2016: inratio=3.5, (B)(6) 2016: inratio=2.7, (B)(6) 2016: inratio=2.6. Due to the patient self tester's hospitalization, no inratio results were available from (B)(6) 2016 until the hospitalization approximately a month prior to the call. No other comparison reference (eg. Lab) results reported on any of the dates listed. The patient self tester's therapeutic range is unknown.